Event description:
It was reported that during the implant procedure there was difficulty placing the right ventricular (rv) lead. The helix was bent and was not able to be redeployed. The helix was noted to be partially extended, indicating the helix was possibly bent during navigation through a sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.